Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that prior to surgery the device was smoking. There were no signs of burning or melting. No harm or delay were reported as it relates to this event. No other adverse events were reported as it relates to these events.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. This is a limited investigation, as per (B)(4); (8.3.4) a review of the device history record, complaint history review, and risk assessment will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional information available.